Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a audio anomaly. The customer¿s blood glucose was 4.3 mmol/l. Troubleshooting steps were provided for audio anomaly. Customer reported that the insulin pump was not beeping. Customer reported they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly . Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.